Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-00470.

Event description:
A nurse from a doctor's office called to go over the carelink reports. The nurse stated that the paramedics were called to the customer's house in the morning due to low blood glucose levels. Found that the customer had accidentally set a basal rate pattern of 18.0 units for five hours. Nothing further was reported.